Event description:
It was reported that the patient connector of the transfer set was not connecting with the titanium adapter when the transfer set was changed. The patient connector was spinning around and did not stop/lock into the titanium adapter. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for lot number h11f13106 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The dimensional inspection of the returned transfer set sample found the diameter of the catheter adapter shroud to be within specifications. The sample was not confirmed for the reported issue and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.